Manufacturer narrative:
Balloon burst at 3 atm and the rated burst pressure is 6 atm, with a nominal burst pressure of 4.5 atm. This catheter is indicated for a ptv indication, but was used off label for a "recoarctation".

Event description:
Balloon burst.